Manufacturer narrative:
The service manual (ser0005) states that "the mattresses can be used on standard hospital and normal domestic beds." In the alpha trancel deluxe (instruction for use (IFU / document no: (B)(4) ), there is warning: "alignment of the bed frame, safety sides and the mattress should leave no gap wide enough to entrap a patient's head or body. Care should be exercised to prevent occurence of gaps by compression or movement of the mattress. Death or serious injury may occur." The hypothesis that the mattress did not fit to the non-arjo bed due to its dimensions could not be verified as the dimensions of the bed frame are unknown. The root cause of the event could not be established. Arjo device was used for patient treatment when the event occurred and from that perspective played a role in the event. The customer has not reported an arjo device failure. The complaint was decided to be reportable due to the allegation of patient's entrapment which may result in serious injury. The device is distributed outside the us and no gudid information exists.

Event description:
Arjo was informed about the event involving the alpha trancell deluxe mattress. A customer reported that a patient's head became trapped between an arjo mattress and the side rail of a non-arjo bed. The patient had already indicated some pain symptoms, and she was physically deteriorating. The patient was found at 3 a.m. O'clock by the night shift. The patient was restless. The night shift placed the patient on her back. The patient sustained non-serious injuries to her face, arm, and leg. The mattress was inspected by an arjo technician, and no malfunction was found. The technician stated that the mattress was well positioned on the mattress base, however, the technician noted the space between the mattress and the bed side rail. The customer replaced the bed and the mattress.